Event description:
Caller reported experiencing cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer initially performed a pump reset before contacting support, but the error persisted. Technical support decided to replace the pump, confirming the warranty status and addressing concerns regarding software version differences between the existing and replacement pumps. Customer was provided with instructions for putting the pump into storage mode and returning it using a pre-paid label to avoid additional charges. The replacement pump was sent, and the customer was advised on reprogramming settings and reconnecting the cgm sensor.